Event description:
Pt was attached to telemetry box; monitor displayed battery needed replacement. When nurse went to change battery it was hot. The heat made one of the two batteries cover loosen. Pt states that the box did feel warm, but he did not have any sensation of a burn. Pt's chest area examined and no indication of burn. Nurse states that battery did feel hot while she was attempting to replace it, but that she did not experience burn. Nurse's name (B)(6) work order placed on this telemetry box.